Event description:
It was reported that during a pta/stenting treatment procedure, deployment difficulties were encountered. The 80% stenotic lesion was located in the moderately tortuous external iliac artery. Vascular access was gained via the right common femoral artery. During deployment, it was reported that the "stent pulled back and missed the lesion. Stent did not deploy as normal, wire was not rigid enough and the catheter buckled out of the wire because it was too floppy." Another manufacturer's stent was deployed to complete the procedure. Patient status was reported as "okay".